Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks triggering a code 1005. The device-lead system was tested via a sync shock test and defibrillation threshold (dft) test. Technical services was consulted and recommended evaluation of the pulse generator and lead system integrity. No additional adverse patient effects were reported. This crt-d system remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks triggering a code 1005. The device-lead system was tested via a sync shock test and defibrillation threshold (dft) test. Technical services was consulted and recommended evaluation of the pulse generator and lead system integrity. No additional adverse patient effects were reported. This crt-d system remains in service. Additional information received indicates technical services confirmed normal battery depletion, and, at the moment, the physician has decided to continue monitoring the patient with close follow-up without a new rv lead implant.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.